Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection and testing, recommended repairs are distal end replacement, light guide (lg)tube replacement, and sc-case unit replacement. These recommended repairs will resolve the issue of the customer microbiological testing that failed. The device issues observed in device evaluation are: bending angle does not meet specification; bending section is heavy when angulated; c-cap is worn; distal end insulation test has failed; bending rubber adhesive is worn; lg tube has wrinkles; up/down angle knob has uneven rotation, play, and noise; s-cover is cracked; and lg lens is chipped. Number of uses: 1435 evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported by the customer, a growth was identified in the air/water channel during routine microbiology testing performed by a technician. The device was not being used for any procedure at the time of testing. There is no reported harm to any patient. The device is generally used in therapeutic and diagnostic colonoscopy procedures.

Manufacturer narrative:
There is more information on the device evaluation. Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Customer provided information on the reprocessing of the device. Pre-cleaning is performed at the facility according to instructions for use (IFU) immediately within 2 minutes of the completion of the procedure. Leakage test was performed for the device according to the IFU. The detergent used for manual cleaning is multy-enzymatic with 8 ml/l concentration. Immersion time is 10 minutes. The cleaning brush used for the instrument channel is a disposable cheiron healthcare brush, model number chd240.05. The brush is disposed after a single use. The instrumental channel/ suction channel is repeatedly brushed until no debris is observed upon inspection of the brush. The cleaning brush for the suction cylinder/ the instrument channel port is cheiron healthcare brush, model number chd240.05. The suction cylinder/instrument channel port are brushed until no debris is observed in the bristles of the brush. All the channels are flushed with detergent. The biopsy valve, and air/water valve, and suction valve are not brushed. The biopsy valve, and air valve, and suction valve are sterilized by autoclave. The water bottle is not reprocessed as it is disposable. Manual disinfecting is performed. The disinfectant is used within the expiration date and minimum effective concentrations. The name of the disinfectant is not provided. Immersion time is 10 minutes. The air/water channel, suction channel, and auxiliary channel are flushed with alcohol. The automatic endoscopy reprocessor (aer) used is ecolab soluscope sprint. Detergent used is soluscope cln plus and disinfectant used is soluscope p. The aer and the device are compatible in the aer manufacturers IFU. The expiration date of the disinfectant used is july 2022. The minimum effective concentration of the disinfectant solution is performed daily. The aer¿s disinfection process program is according to aer manufacturer¿s recommendation with immersion time 31 minutes. The air/water channel, suction channel, and auxiliary channel are flushed with alcohol. The device is not dried prior to storage. The device is stored in a storage cabinet. The insertion tube and the universal cord are not hanging vertically. The storage cabinet is well ventilated. A tip protector is not used during storage. The device was inspected prior to procedure. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The device has not been repaired prior to this event. Nonconformity which may have been related to the cause of the event cannot be confirmed since a culture test was not performed by olympus. Nonconformity of the device which may be related to the cause of the suggested event was not confirmed from the device inspection. Relation between the event of positive culture test, and reprocessing: the reprocessing steps provided by the user confirmed that the user did not dry devices at storing. IFU instructs to feed air into air/water channel to remove alcohol or water exits from air/water channel. The IFU includes the following statements states: reprocessing manual: 1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. User could decrease/prevent occurrence of the suggested event by handling device in accordance with the following IFU. Reprocessing manual, rinsing the endoscope and accessories following disinfection, dry the endoscope. Feed compressed filtered air of 0.2 mpa or more, less than 0.5 mpa from the air/water cylinder to the air channel and water channel until no alcohol or water exits from the distal end, the air supply connector, the water supply connector, and the air pipe of the endoscope.